Event description:
During mtp (massive transfusion protocol) the belmont heating element/filter burned through and started leaking blood onto the floor. This was at or about blood product number 32. There was a blackened area to the ring. Electrical burning smell was also present. The belmont rapid transfuser was found to have no malfunction. Tubing malfunction suspected.